Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted it was returned in two separate sections. Microscopic evaluation indicated the anode of the lead was fractured approximately 25 cm from the is-1 terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis concluded such a fracture was likely the reason why noise was observed.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise. The physician decided to explant the ra lead and during the procedure, some unspecified damage was noted with the lead. The ra lead was explanted successfully and no adverse patient effects were reported.